Manufacturer narrative:
(B)(4). Conclusion: (a conclusion cannot be drawn): based on the complaint history, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
A lens accountability form was received with the comment "defective lens-haptic torn". Additional information has been requested but not yet received. If any additional information is received, a supplemental medwatch form will be submitted.